Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the third firing on a thoraco/lobectomy procedure, after the device was inserted through the port and an attempt was made to approach the tissue, the jaws of the device did not open. The procedure was completed with another device. There was no patient injury.